Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver dilaudid (hydromorphone), bupivacaine, and unknown baclofen. It was reported that, when connecting tothe pump and when delivering a bolus, the handset would say to close the application or wait since it was taking so long to connect. The patient stated that they would get "emergency stop red things with code 156". Patient services clarified and the issue was that the handset was lagging at 90%. Patient services reviewed and guided the patient through clearing data. The patient was then able to connect to the pump without any lag or issues. The patient mentioned that they had shoulders that were "going bad", so they had a hard time keeping the communicator in place over the pump for a long time. When asked for the event date, the patient stated that it was after july since they had to have the previous pump removed. The patient stated that the issue with the handset had been slowly getting worse.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.